Event description:
The customer reported that mode to mode results were not matching for all parameters from the lh 500 hematology analyzer. The customer stated that erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer considered the manual (secondary) mode down and sent the samples which could not be run in automated (primary) mode to a reference laboratory for confirmation.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, confirmed the reported problem, and replaced the blood sampling valve (bsv) and actuator to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. In conclusion, failure mode of the event is attributed to bsv and actuator which needed to be replaced. (B)(4).